Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-03388, 1627487-2013-03389, and 1627487-2013-03390. The patient received 4 model 3086 trial scs leads with different log numbers. The pt received a total of 6 trial scs leads; however, the model 3806 leads are related to this report. It was reported the pt experienced uncomfortable pressure when one of her scs trial leads was turned on post operatively. Subsequently, the lead was repositioned which resolved the issue and the trial ended at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.